Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09534. It was reported that chronically high capture thresholds were noted on the right ventricular (rv) and left ventricular (lv) leads. Programming change was made. There were no adverse health consequences to the patient.